Manufacturer narrative:
Correction: sections d1, d4, gtin, h4. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that on(B)(6)2019, fixation was done with variax hand plate for arthrosis of cm joint of thumb. After operation, the plate was broken and revision surgery was done on (B)(6)2019 with new plate.

Event description:
It was reported that on (B)(6) 2019, fixation was done with variax hand plate for arthrosis of cm joint of thumb. After operation, the plate was broken and revision surgery was done on (B)(6) 2019 with new plate.

Manufacturer narrative:
The reported event could be confirmed, unfortunately no further details / x-rays have been made available in order to determine the exact cause despite multiple attempts. Based on investigation, the root cause was attributed to be likely patient related. The failure was caused by powerful dynamically overload of the fracture area of the plate. The device inspection revealed the following: the returned variax hand plate was broken. (Which was noticed during the follow up visit). The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The fracture surfaces reveal partially predominant proportions of forced rupture, material embrittlement and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that on (B)(6) 2019, fixation was done with variax hand plate for arthrosis of cm joint of thumb. After operation, the plate was broken and revision surgery was done on (B)(6) 2019 with new plate.